Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not recognize ECG rhythm through paddles lead. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.